Event description:
It was reported that the user experienced frequent low glucose events reported at 40 mg/dl while using the ilet with a dexcom g6 sensor, with the user pausing the ilet during lows and reporting at least six lows per day, including readings indicated as ¿low¿ with downward trend arrows; the user also reported entering meal announcements for food amounts that were not fully consumed. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included data synchronization and troubleshooting with user education regarding not pausing the ilet during low glucose and ensuring meal announcements reflect actual intake. Investigation of this case revealed user management issues, including pausing automated insulin delivery during lows and inaccurate meal size announcements, which can contribute to recurrent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and inappropriate use.

Manufacturer narrative:
Initial.